Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and went offline in remote support service. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not able to power up. A field service engineer inspected the station and checked all power cords and cable connections. Upon investigation, a faulty half height cubie drawer was identified as the cause of the power-up issue. The field service engineer replaced the half height cubie drawer controller board. After replacement, the unit was tested and successfully powered up. All drawers were accessible and functioning properly post-repair. The system functioned as intended after the field service engineer repaired the device.